Event description:
It was reported that the patient had a history of head fullness. The patient presented in clinic experiencing fatigue and shortness of breath. It was noted that the patient was diagnosed with atrial flutter and underwent ablation procedure. On (B)(6) 2017 the patient presented in clinic with head fullness. The patient experienced pleural effusion and was resolved with medication adjustment.